Event description:
A report was received in 2002 from a doctor regarding a patient who had a memorylens implant in 1999, which lens had opacified. The patient's visual acuity was 20/25, now it is 20/50. The doctor explanted the lens in 2002, but there were complications with the procedure when the capsule broke and an anterior chamber lens had to be inserted. The doctor is monitoring the patient's progress. The patient's visual acuity was reported as 20/400 immediately post-op due to cornea swelling from the procedure.